Manufacturer narrative:
Initial reporter name: (B)(6). Device manufacture date: 08/2008. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the patient's mother reported that either in (B)(6) or (B)(6) 2011, the patient was taken to the hospital due to a high blood glucose (reading not provided) and testing positive for large ketones. The reporter claimed the patient was released from hospital that same day. It is not known what medical treatment the patient received during the hospital/ER visit. At the time of troubleshooting, the patient's mother denied that the patient was on new medications, was ill, or had recent changes in activity. The reporter confirmed the pump settings were correct. The patient's mother claimed that at the time of the issue she was allowing the patient to do his own site changes and reported that the patient did not "do the cartridge correctly" which resulted in insulin leaking from the cartridge. The reporter stated there were no issues with the pump and the high bg back in january/february was due to use error. Although there is no evidence of a pump malfunction, this complaint is being reported because the patient developed symptoms suggestive of hyperglycemia when the reported device was in use.